Event description:
It was reported that the user experienced difficulty inserting a cartridge and observed fluid leaking between the pump and adapter during fill tubing after attaching the adapter to the cartridge prior to inserting the cartridge into the pump. Symptoms included no adverse clinical effects and no impact to glucose control. Outcomes included no alarms, no hospitalization, and successful completion of the supply change with a new cartridge and adapter. Investigation included guided troubleshooting and user education on proper cartridge insertion and adapter connection sequence. Investigation of this case revealed user setup error consistent with incorrect assembly, with the leak resolved after following correct steps. It was concluded, based on previously established findings for similar reports, that the cause was user error related to improper connection sequence during cartridge change.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.